Event description:
It was reported that a drainage of the knee was done and a liner exchange was performed due to infection.

Manufacturer narrative:
The associated devices were not returned for evaluation. A review of quality documentation determined that all devices were sterilized per procedures. Based on the available information, the revision was performed as a result of the infection but the infection approximately two years after implantation to viridan¿s strep is most likely hematogenously spread, and not due to the implanted device. It is reported that as of (B)(6) 2017, the patient continues to see infection specialist. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information or the device be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that an aspiration of the right knee was performed due to infection and inflammation reaction.

Event description:
It was reported that a revision surgery was performed due to infection.